Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. All available information was investigated and the reported incomplete coaptation appears to be due to patient morphology/pathology. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Code 1494: patient selection for use in the tricuspid valve.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was difficult however one clip was placed on the anterior and septal leaflets. After deployment it was noted the clip detached from the septal leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize the slda clip and reduce the tr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.